Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms or drive stalls occurred that would indicate that there was an obstruction in the flow of insulin. Timeouts occurred once, after which the device corrected itself. No occlusions were observed in the soft cannula and fluid was able to flow completely through the soft cannula without obstruction. No damages or deficiencies were observed in the pod that would prevent it from operating as intended. No problem was found regarding the reported pod cannula obstruction of flow event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. We are unable to confirm or determine the root cause of the blocked cannula. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 19.3 mmol/l (347.3 mg/dl) while wearing the pod between 37 and 48 hours. The pod's cannula was suspected to be blocked however, the patient did not receive any alarms. As treatment, a new pod was applied.